Manufacturer narrative:
Follow-up #1 date of submission 07/14/2015-device evaluation:the pump has been returned and evaluated by product analysis on 06/25/2015 with the following findings: a review of the pump black box data and alarm history revealed recorded cs 078 call service alarms. During testing, the rewind, load, and prime steps were completed successfully with no duplicated call service alarms. The pump case was removed, and no internal damage was found. Evidence of the complaint was found in the black box data; however, the complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).